Manufacturer narrative:
The manufacturer previously reported allegation of an issue related to sound abatement foam. The manufacturer received information alleging a patient received burns to her face and neck from a house fire and expired at a later date. The reported event and its reported severity was reviewed by the manufacture's clinical expert. Based on the information available at the time of this review, this event is not assessible for injury severity or relatedness to the device due to insufficient information. At this time, no further attempts can be made to obtain additional information given the legal involvement in this case. The manufacture concludes no further action is necessary. Section h9 was incorrectly reported in the initial report, which was correctly updated in this follow up report.

Manufacturer narrative:
The manufacturer previously reported a patient alleged received burns to her face and neck from a house fire and expired at a later date. The device is not returning to the manufacturer for evaluation. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a patient received burns to her face and neck from a house fire and expired at a later date. It was reported that 2 everflo oxygen concentrators were in the house at the time of the fire. It is unknown which device was being used at the time of the event. The everflo oxygen concentrator, serial number (B)(4) was reported on MDR 2518422-2021-01627. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.